Event description:
Customer reported unexpected negative reactions on sample from patient with a history of anti-fya. The echo generated negative results when testing with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid).

Manufacturer narrative:
Review of instrument camera images: crrs lot r057 (patient has history of anti-fya) the echo generated negative results for all cells. Screen cells 1 & 3 are fya positive. Cell 2 is fya negative. Cells 1 & 3: well score=1 visual review of image: slight degree of adherence/red cell button has a diffuse border. Crrid lot id119 cells 1,2,4,5,6,9,10 & 13 are fya positive. The echo generated negative results for all of these cells. Visual review of images (cells 1,2,4,5,6,9,10 & 13): slight degree of adherence. Positive control=4+ well score=100 negative control=0 well score=0 a service call was made. System is performing to specifications. The reactivity of the fya antigen was confirmed on our retention crrs(3), lot r057 and retention crrid, lot id119. The reactivity of the fya antigen was confirmed on returned crrs(3), lot r057 with anti-fya. No antigen confirmation was performed on the returned crrid, lot id119 as only one strip was received and reserved for sample testing. The submitted plasma sample (reportedly anti-fya) was tested with returned and retention crrs (3), lot r057 on our in-house echo. The sample was nonreactive with the returned lot. The sample was tested with retention crrid, lot id119. The sample was nonreactive with 1/3 fy(a+b-) cells, equivocal, but visually positive with 1/3 fy(a+b-) cells, and 3+ positive with 1/3 fy(a+b-) cells. The sample reacted equivocal, but visually positive with 2/5 fy(a+b+) cells and was nonreactive with 3/5 fy(a+b+) cells. The sample was tested with the returned crrid, lot id119. The sample reacted 1+ with 1/3 fy(a+b-) cells and equivocal, but visually negative with 1/5 fy(a+b+) cells. The sample was nonreactive with all other fy(a+) cells. The sample was tested with selected fy(a+) and fy(a-) red cells from retention panocell-20. The sample exhibited 1+ reactivity and w+ to 1+ reactivity with the fy(a+b-) and fy(a+b+) red cells, respectively, at the indirect antiglobulin test phase. The event appears to be related to the nature of the sample.